Event description:
It was reported that while using bd vacutainer® edta 2k, there was foreign matter found in one tube. No patient impact reported. The following information was provided by the initial reporter: "this report is about foreign matter. The customer reported that foreign matter was found in the tube."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-10. H.6. Investigation summary: material #: 367846. Lot/batch #: 2200093. Bd received one (1) sample and four (4) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Fm was observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® edta 2k, there was foreign matter found in one tube. No patient impact reported. The following information was provided by the initial reporter: "this report is about foreign matter. The customer reported that foreign matter was found in the tube."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.